Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associate device displayed high pacing impedance measurements. Additional information was requested but none was available. There were no adverse patient effects reported. They system remains in service.